Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with the keyboard. The customer reported that not all the keys on the keyboard were working, making it difficult to retrieve patient medications. There was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in this incident, it was determined that the malfunction had occurred due to a keyboard issue. A technical support specialist stated that the customer resolved the issue. The system functioned as intended after the customer resolved the issue.